Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder setting changed from 3 days to 2 days. Tandem technical support assisted customer in changing reminder setting back to 2 days. Customer's blood glucose was 194 mg/dl.